Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the information provided to abbott vascular, the manufacturing records and complaint history. The investigation concluded that a definitive cause for the slda could not be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling

Manufacturer narrative:
(B)(4). Concomitant products: mitraclip system, steerable guide catheter, implanted mitraclip (x1). The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that the second implanted clip detached from one leaflet and remained attached to the other leaflet. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. One clip was implanted successfully. The second clip delivery system (cds) was advanced to the mitral valve and the clip was implanted. The mr was reduced to 2+; however, after deployment, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment). The mr increased to 3+. An additional clip was implanted to stabilize the slda clip and reduce the mr. Three clips had been implanted, reducing the mr to 2+. The patient was confirmed to be clinically stable post procedure. No additional information was provided.